Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl failed error code 90005 self-test failure - codec/time base (error code 9005). There was no report of pt involvement.